Manufacturer narrative:
Additional information received by ICU medical on 2/24/2022: patient information was provided. The device will not be returned.

Event description:
It was reported per medwatch mw5106696, patient reported cadd ext set tubing malfunction. They noticed that for one set the threads on the tubing were shot and resulted in her tubing disconnecting. They said it seems like the tubing, from this lot number has threads that won't stay secure and keeps coming disconnected. And today. They had to change their tubing because suddenly they felt wet and when they looked to see what was going on, their tubing \was almost broken in half/ripped. No other information known. Infusion was interrupted. Not clear information on patient injury was reported.